Manufacturer narrative:
(B)(4). The customer returned one swg assembly for analysis. Small traces of biological material were observed between the coils of the guide wire. Visual analysis revealed a kink in the guide wire near the distal end. Microscopic examination confirmed the kink. Additionally, the proximal and distal welds appeared spherical and intact. No other defects or anomalies were observed. The kink in the guide wire measured 80mm from the distal weld. The guide wire total length measured 457mm, which is within the specification limits of 450mm-458mm per the guide wire graphic. The guide wire outer diameter measured .805mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. The returned guide wire was passed through a lab inventory ars/introducer needle assembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The IFU also cautions, "if resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered remove the spring-wire guide and catheter simultaneously". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed one kink towards the distal end of the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) kinked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) kinked during use.